Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels, distal end, cfu: <1cfu, <1cfu. Bacterial identification: n/a. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Additional information: b5, d9.

Event description:
The below results were additionally provided by the customer. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3 cfu. Bacterial identification: acinetobacter iwoffii. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: december 11, 2024. Sampling from: all channels, cfu: 68 cfu , 16 cfu, bacterial identification: flora, acinetobacter iwoffii. Sampling from: elevator, cfu: 11cfu. Bacterial identification: environmental saprophytic flora.